Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant product(s): a 694965 lead, implanted: (B)(6) 2007-09-11; a 507153 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a suspected fracture, high thresholds, no capture and oversensing. When the patient arrived at the hospital with the lead issue, their implantable pulse generator (ipg) required high output programming. This caused the device to reach early elective replacement indicator (eri). The lead was explanted and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.